Manufacturer narrative:
This combined initial and supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was not returned, so a device evaluation could not be performed. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Due to the subject device not being returned and the results of the investigation, a definitive root cause for the reported failure could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the video system center had a blinking front panel. The issue occurred during an unspecified diagnostic procedure. According to the initial reporter, the intended procedure was completed by changing to another device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.